Manufacturer narrative:
Device evaluation: a visual and microscopic analysis of the returned device identified an extended opening with striated edge on anterior side. Yellow particles were observed on the shell. Based on the device analysis the final assessment is: a striated opening on the anterior of the shell assessed as surgical damage. Additional information: d.10, g.1, h.3, h.6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.